Event description:
A customer reported a leak when using a unicel dxc 600 synchron system. The instrument was generating an error condition of "cc cuvette not dry before first reagent dispense" when the leak was identified under the reagent probe b. The leak was described as approximately 10 ml of water leaked on the reaction wheel cover. The leak was contained within the instrument. The operator was wearing personal protective equipment of lab coat, goggles and gloves when the leak occurred. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment. Note: cc is an accronym for cartridge chemistry.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and determined that the leak was caused by a faulty level sense bead assembly. Service engineer replaced the level sense bead assembly and performed all necessary alignments. Customer ran quality control (qc) for all chemistries to verify the operation. (B)(4).